Manufacturer narrative:
Based on the available information the event is deemed serious injury. End user states rash underneath tape border of wafer is very red and itchy at times has been cutting off tape border uses safe and simple wipes and stomahesive powder reviewed use of allkare wipes and powder. End user changes wafer every 5 days has also been using skin barriers on rash to protect skin. Sample being sent and replacing paste. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End user reports a month history of a rash underneath tape border of wafer.